Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device was making noise was confirmed. An assessment was performed and it was observed that the device overheated and was making a loud noise. During repair it was found that the driveshaft was broken. It was determined that the cause of the broken drive shaft was due to using excessive force while the motor is in use. The broken drive shaft is what caused the noise and overheating (user error). If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the motor device sounded like it was losing power while burning the drill. It was reported that the device was making sort of a shifting sound. During in-house engineering evaluation it was observed that the device overheated and was making a loud noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.